Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor in the monitor was the external defibrillations. The lifevest is not defibrillator proof. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor 4/14/2018, electrode belt 6/8/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital with a doctor present at the time of passing. The doctor reportedly attempted to resuscitate the patient. Per the dir received on 6/24/2020, the review of the patient's continuous ECG recordings shows that the patient was in an idioventricular rhythm at 60 bpm slowing to an idioventricular rhythm at 20 bpm degrading to vf with CPR and motion artifact. The rhythm then transitioned to vt at 140 bpm with CPR/motion artifact. The patient then received the first non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 150 bpm. Post shock rhythm was asystole with CPR and motion artifact. The patient was in vt/vf for approximately 2 minutes before receiving the defibrillation. The patient's rhythm was below the physician prescribed treatment threshold of 150 bpm, and the CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. The patient rhythm remained asystole with CPR/motion artifact until the rhythm transitioned to an idioventricular rhythm at 40 bpm with CPR and motion artifact. The patient's rhythm then transitioned to vt at 150 bpm. The patient received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 190 bpm with CPR and motion artifact. Post shock rhythm was asystole with CPR and motion artifact. The patient was in vt for approximately 27 seconds before receiving the treatment. The CPR and motion artifact obscured the rhythm, along with the short duration of the arrhythmia prior to the non-lifevest treatment, prevented the lifevest from delivering a treatment. The rhythm then degraded to vt at 130 bpm with CPR and motion artifact degrading to vf with CPR/motion artifact. The patient received a third non-lifevest defibrillation. The patient's rhythm at time of treatment was as vf with CPR and motion artifact. Post shock rhythm was CPR and motion artifact. The patient was in vt/vf for approximately 42 seconds before receiving the defibrillation. The rhythm degraded again to vf with CPR and motion artifact. The patient received a fourth non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR and motion artifact. The post shock rhythm was asystole with CPR and motion artifact. The patient was in vf for approximately 5 minutes and 22 seconds before receiving the defibrillation. The CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment. The patient's rhythm transitioned to an idioventricular rhythm at 40 bpm. The patient received a fifth non-lifevest defibrillation. The patient's rhythm at time of treatment was sinus bradycardia at 40 bpm with bigeminy. The patient's post shock rhythm was sinus bradycardia at 40 bpm with frequent pvc's degrading to vf with CPR and motion artifact. The patient received a sixth non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR and motion artifact. Post shock rhythm was CPR and motion artifact. The patient was in vf for approximately 1 minute before receiving the defibrillation, however the CPR and motion artifact obscured the patient's rhythm, and prevented the lifevest from delivering the treatment. The patient then received a 7th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was bradycardia at 20 bpm with CPR and motion artifact. The patient was in vf for approximately 10 seconds before receiving the defibrillation. The lifevest typically requires 28 seconds of sustained vf to deliver a treatment. The patient then received an 8th non-lifevest defibrillation. The patient's rhythm was bradycardia at 20 bpm with CPR and motion artifact at the time of the treatment. The patient's post shock rhythm was bradycardia at 40 bpm. Lastly, the patient was in sinus rhythm at 70 bpm slowing to sinus rhythm at 60 bpm from approximately 14:29:41 until the device shutdown at 15:15:06 on (B)(6) 2020.